Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v871805, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient saw the power on reset (por) screen prior to a brain MRI. It was noted the patient could not adjust stimulation. It was reported the patient saw the ¿call your doctor¿ icon.